Event description:
A trial patient reported the healthcare professional (hcp) stated they were retaining urine, but the patient did not think she was. It was unknown if the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.